Manufacturer narrative:
(B)(4).

Event description:
The post-op chest xray showed small left apical pneumothorax. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.